Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose level of 736 mg/dl with ketones that were identified as dangerous by a healthcare provider. Cause was unknown. The customer was treated with intravenous fluids of saline and insulin which resolved the issue without permanent damage. The customer was discharged from the hospital on (B)(6) 2025.